Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient's daughter brought her mother to the emergency room following a syncopal episode. The patient's daughter was questioning if boston scientific could see what occurred via the remote home monitoring system. Boston scientific technical services (ts) referred the patient advocate to the following physician for review of the pacemaker remote interrogation data. The field representative is attempting to obtain additional information. The pacemaker remains in service and no adverse patient effects were reported.